Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a male patient who was receiving lioresal 2000 mcg/ml at 446.3 mcg/day (lot number unknown) via an implantable pump for intractable spasticity. The patient's medical history and concomitant medications were unknown. On an unknown date, there was a 10 ml pump volume discrepancy the last time the patient had a refill. No patient symptoms were reported. It was unknown what caused the volume discrepancy. Diagnostics and troubleshooting were unknown. On (B)(6) 2016, the pump was replaced. At replacement, the expected reservoir volume (erv) was 34.8 ml, but after explant the actual reservoir volume (arv) was 37.5 ml. As of (B)(6) 2016, the issue was resolved. The patient's status was reported as "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.